Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus but the bolus was reduced by the pump due to insulin on board (iob). Contact reported that there was no iob. Reportedly, customer's blood glucose level rose from 180 mg/dl to 430 mg/dl over two hours. Correction boluses were administered under the guidance of the school nurse to treat elevated levels.

Manufacturer narrative:
Visual inspection was performed; however, the reported issue could not be confirmed due to usb pin damage.